Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the two sets of log files revealed evidence that a system controller exchange had been performed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a system controller exchange observed in the log files was confirmed via analysis of the submitted log files. The heartmate 3 system controller (serial number (B)(6) ) was not returned for analysis; however, log files were submitted. The submitted controller periodic log file for the old system controller ((B)(6) ) contained data spanning 10.5 days (30dec2022 ¿ 10jan2023 per the timestamp). The pump appeared to have operated as intended at the set speed and there were no alarms active. Another set of log files from a different system controller were submitted with a timestamp of a later date span. The submitted controller periodic log file for the new controller ((B)(6) ) contained relevant data spanning 8 days ((B)(6) 2023 per the timestamp). The first 3 events ranged from 0:59:59 to 2:59:59. In the next event, the clock was set to (B)(6) 2023 at 10:55:36. During these 4 events, the driveline was not connected and is indicative of the controller being used as the backup controller. In the next event, (B)(6) 2023 at 13:21:23, the driveline was connected to the pump, indicating that the controller was transitioned into the primary controller via a controller exchange. Review of the two sets of log files revealed evidence that a system controller exchange had been performed (from (B)(6) ). Multiple attempts were made to obtain additional information about the reported event such as if the system controller was exchange, if the exchange resolve the issue, and if the product will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms do not resolve. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.